Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator experienced a blank screen. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The service technician was able to duplicate the reported "after hours call, unit has blank screen, no pt involvement." Problem and isolate it to failing fluorescent lamp. Display assembly is purchased as an off the shelf item that is supplied by a third party supplier no further investigation will be performed.